Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A full insertion was achieved at initial implantation. A surgery to re-insert the electrode was performed. However the electrode array could not be fully inserted. No further information has been received. This is a final report.

Event description:
Recipient was implanted on (B)(6) 2019. However, imaging taken on (B)(6) 2019 indicated at least 6 channels to be extra-cochlear. A full insertion of the electrode array at implantation was reported. Revision surgery was performed on (B)(6) 2019. Some contacts were left out of cochlea. On the (B)(6) 2019 the first fitting was done and the user's hearing performance was good

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was implanted on (B)(6) 2019, however imaging taken on (B)(6) 2019 indicated at least 6 channels to be extra-cochlear. Revision surgery was performed on (B)(6) 2019. Some contacts were left out of cochlea.